Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1: the initial result was 1.45 ng/ml, and the repeated result was 63.89 ng/ml. Sample 2: the initial result was 1.33 ng/ml, and the repeated result was 294.8 ng/ml. The repeated results were believed to be correct.